Event description:
The hosp reported that during the saphenous vein harvesting procedure, the scissors did not open or close on the harvesting cannula. A replacement unit was used to complete the procedure. The hosp did not report any pt complications.

Manufacturer narrative:
Investigation results: the complaint is confirmed for the scissors are broken. As rec'd, the outer extrusion shaft was broken. Corrective action was implemented for this failure mode.